Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was difficulty in removing stent delivery system and that the shaft broke off inside the patient. The target lesion was located in the calcified circumflex artery. A 4.00x12mm rebel stent system was attempted to cross the lesion directly. The physician was unable to cross and removed the stent. The lesion was pre-dilated with a competitor balloon. The rebel stent was then successfully deployed in the lesion. Upon full deflation of the balloon, the physician was unable to remove the delivery system. After repeated inflations the physician was still unable to remove the system. On an attempt to remove the stent delivery system the shaft of the catheter snapped at the wire exit port. The remaining part of the catheter was unsuccessfully attempted to be snared. The patient was transferred to the operating room. The outcome of the patient surgery was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this event was reported via medwatch # 4400150000-2017-8048.